Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2023, day 121 post insertion. The returned sensor was tested in-house, and it revealed a loss of chemical performance. A review of the in vivo data revealed a decline in the signal modulation. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of resolution, the RMA was authorized for sensor replacement. B4.d ate of this report updated to 11 april 2024. D9. Device available for evaluation? Yes,device received on 12 march 2024. G3 .date received by the manufacturer ? 11 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On january 22, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.